Manufacturer narrative:
Conclusion: no conclusion can be drawn. Visually examined. Complaint reviewed and analysis showed no trend for (B)(4), lot no: 1402687. Device history record reviewed. Mechanical testing done. Evidence that product in specification when used.

Event description:
Allegedly the pin broke off into the bone during an operation causing a 30 min delay.

Manufacturer narrative:
This is a reportable malfunction. No serious injury to the patient, per surgeon. Investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete.